Event description:
Folgendes wurde an die hamilton medical ag berichtet: gerät startete nicht mehr. Festgestellt wurde das das gerät keine richtige verbindung zum display mehr herstellt. Durch das aufsetzen eines anderen displays wurde festgestellt, dass der fehler vom display her kommt. Translation to english with www.deepl.com: the following was reported to hamilton medical ag: device did not start anymore. It was determined that the device no longer establishes a proper connection to the display.by putting on another display, it was determined that the error comes from the display.

Manufacturer narrative:
Hamilton medical comes to the following conclusion: rootcause: replace esm board msp160641. Correction: replacement of the defective component.